Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified. (Expiry date: 12/2020).

Event description:
It was reported that during a stent placement procedure, the stent allegedly twisted after deployment. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure on superior femoral right via left femoral, the stent allegedly twisted after deployment. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation, not showing any indication for a device deficiency. The stent remains implanted. X-ray print out were provided for evaluation. Based on these x-rays a twisted area of a placed stent is confirmed; an overlapping zone can be seen in the lower part of the image. Based on the information available the investigation is closed with confirmed result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment." In addition, the instruction for use states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit." Regarding pre and post dilation the instruction for use states: "predilation of the lesion should be performed using standard techniques", and "post stent expansion with a pta catheter is recommended." H10: b5, d4 (expiry date: 12/2020), g3. H11: h6(method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.